Event description:
Manta closure device was deployed. Collagen plug was partially occluding the femoral artery. Patient required additional intervention ballooning the artery open. Patient then required recovery in intensive care unit (ICU).